Event description:
It was reported when the angio-seal was being pulled back by the physician, the suture broke between the anchor and collagen. The collagen was pulled out, but the anchor remained in the patient's artery. Manual compression was applied for fifteen minutes. The patient was kept in the hospital for observation. Additional information revealed this was a left femoral artery puncture. Ultrasound was performed to diagnose the bleeding. The patient was reported to be in stable condition.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually/dimensionally inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A 6.34" length of suture exited the sheath distal end; a collagen fragment was tightly secured by the suture. The presence of the knot/collagen was consistent with an intact suture loop; the anchor was not returned. The distal end of the clear heat shrink tubing had been damaged, consistent with tamper tube contact. No other visual anomalies were noted. The location of the black heat shrink relative to the clear heat shrink was consistent with manufacturing specifications. The black heat shrink was fully exposed; a 0.02" gap existed between the distal end of the black heat shrink tubing and the proximal end of the tamper tube, suggesting an overtightened suture as described in the instructions for use. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the angio-seal device, as supported by the review of the manufacturing traveler and the analysis performed. The cause of the reported incident remains unknown. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for signs of vascular occlusion.